Manufacturer narrative:
After further clinical review of this event with bard's medical department, this event was reassessed and determined to be MDR reportable as a serious injury pursuant to 21 cfr part 803. A mfg review was conducted. The lot met all release criteria. This is the only complaint reported to date for corporate lot number fcwe10033. The device was returned. The investigation is unconfirmed for a detached distal tip, as the distal metal tip was still attached to the core wire. The investigation is confirmed for material separation as the outer catheter and guide wire lumen had become separated from the metal tip. Eval of the returned device demonstrated that the tip separated from the outer shaft; however, no full detachment was seen. The definitive root cause for this event could not be identified. Due to the condition in which the sample was returned (ie outer catheter and guide wire lumen separated from the distal top, along with bunching of the outer catheter), it is possible that excessive force may have contributed to the event. It is unk whether pt and/or procedural issues contributed to the event.

Event description:
It was reported that after in the peroneal, the distal tip of the recanalization catheter detached during retraction. The detached tip was successfully retrieved with a snare and another catheter was used to successfully complete the procedure. There was no reported pt injury.